Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via antegrade approach. The target lesion was located in the superficial femoral artery (sfa). When the 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for pre-dilatation, the shaft got kinked and then separated upon removal from the patient. The procedure was completed with a non-bsc device. There was no serious injury or adverse patient effects.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via antegrade approach. The target lesion was located in the superficial femoral artery (sfa). When the 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for pre-dilatation, the shaft got kinked and then separated upon removal from the patient. The procedure was completed with a non bsc device. There was no serious injury or adverse patient effects. The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination observed multiple kinks along the hypotube. The hypotube is separated 28.37cm from the hub. Microscopic examination revealed that the tip is damaged and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).